Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
The viper 2 set was sent out from the loan department without the article 286745550x25 final tightener to the customer. No information to the sales rep. That the set was no complete. The innie was tightened with the article 286735400 x25 set screw inserter by hand and with 286745150 anti-torque wrench. Approx. 8 week after the surgery the surgeon saw on one the x-ray that the single innie was loose from the screwhead.